Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose of 59 mg/dl due to her insulin pump was alarming no delivery. Customer stated that she changed her reservoir and infusion set, the insulin did not exit the tubing and the insulin pump was still alarming no delivery.